Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: this complaint device was received and forwarded to the supplier for investigation. Per the investigation results, the complaint device was found to have a blocked suction path. The investigation established the cause of the blockage to be a mass of tissue lodged in the suction tube against the valve. Removal of this tissue resulted in the electrode suction functioning. The device passed all electrical and functional checks with no signs of any issues. The evaluation of this device shows the suction problem encountered was caused by normal procedural debris. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. It was noted that a previous CAPA was initiated by the supplier relating to this issue. However, the CAPA was closed before the release of this lot of devices. Therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The complaint failure mode was reviewed against the systems risk analysis document by the supplier- 'poor suction flow through device due to tissue blockage' causing 'poor visibility' and 'delay of procedure'. The current risk category was classed as 'insignificant'. The nature of this reported issue was found to be in line with the expected outcome of such a failure. The frequency of these complaints over the last 12 months was reviewed and is in line with the expected frequency outlined in the document of the supplier. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that the electrode suction facility failed when the item was used. There was absolutely no suction. A new electrode was used to continue with the procedure. There were no patient consequences. Additional information obtained on 11-8-2017. It was an arthroscopic decompression and rotator cuff procedure. The issue was discovered during procedure. There was no surgical delay. The suction line was hooked on to the wall suction. (B)(6) rep was present in the case during that time.